Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the snake wrist cable broken and sticking out by the snake wrist area. The instrument's blade was in the garage. The conductor wire was not broken. An additional observation not reported was the snake wrist was dislodged. Visual inspection identified a dislodged wrist near where the broken snake wrist cable was located. Due to the damage, additional testing was not possible. No other damage was found. Failure analysis concluded the dislodged wrist was likely due to mishandling / misuse. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken cable and the additional finding of a dislodged wrist, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, a cable frayed on the endowrist one vessel sealer instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.